Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a constant tone on the insulin pump while cleaning his car. Customer's blood glucose reading at the time of the call was 72 mg/dl. No further information reported.